Manufacturer narrative:
Model number: 72400024. Lot number: 437423002. Model description: balloon fgs 61-70 cm. Model number: 72400098. Lot number: 438795009. Model description: control pump fgs.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of a 4.5cm cuff, 61-70 cm h2o balloon and pump, was implanted. It was further reported that the aus was explanted due to a "leakage from the system." The patient was suddenly leaking again after several years of having a highly functioning aus system. The patient's symptoms and device issues began (B)(6) 2019.